Event description:
Event description boston scientific received information that the patient heard beeping tones from his implantable cardioverter defibrillator (ICD) after putting on a magnetic name tag. The patient reported that the beeping stopped when the name tag was moved to the opposite side of his shirt. The patient also reported feeling lightheaded after taking medications. No adverse effects were reported.